Event description:
A surgeon reported having a patient with negative dysphotopsia following intraocular lens (iol) implant surgery. The patient noted a dark lateral arc in the visual field. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).